Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, silicone migration and rupture.

Event description:
Patient reports for an unspecified side rupture, capsular contracture baker grade unspecified and "leak in lymph node". It is unknown if the device has been explanted.